Manufacturer narrative:
(B)(4). Additional information received: user facility medwatch (B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Account reported under submission # 46000210000-2019-8033. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap chole procedure a piece of the trocar (rubber from the gasket) fell off into the patient¿s abdomen. The piece was retrieved from the patient. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the 2cb12lt device was returned with the duckbill damaged and torn; the device was disassembled in order to evaluate the condition of the duckbill and the damage was confirmed; in addition, the duckbill was observed to have a mark which suggest that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. No lot or batch were provided, bhr could not be performed.